Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -4.5 diopter, tore during the loading process and there was no patient contact. The backup lens was implanted. The reporter stated the cause of the event was unknown.